Event description:
It was reported that the patient underwent a second-look laparotomy with aortic lymph node sampling and colostomy reversal at tarzana regional medical center in 2000. Two-thirds of the patients' previous incision was opened with a scalpel, the colostomy was reversed, the biopsies were taken and the abdomen was irrigated with normal saline. The patient was closed in a running smead-jones fashion with a #1 panacryl loop suture. The patient noted areas of her wound open in approx five months later, and returned to the surgeon's office the following year, when it was noted that she had "spit out a suture from the top of the incision." It was determined that the panacryl suture was completely unabsorbed. The patient was treated with wound care. The patient was readmitted to the hospital for wound treatment and suture spitting one month later, and treated via physician office visits with antibiotics and wound care through approx eleven months later.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unk, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available, a supplemental 3500a will be submitted accordingly.